Event description:
Customer claims that technologist cut left thumb when removing closure from tube. Customer claims cut was minor and both pt and technologist tested negative for human immunodeficiency virus. Technologist decided against azido-thymidine treatment. Device reported by customer is not available for evaluation. Lot number unknown.